Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that during testing, the unit's rpm was below specifications and the motor was found to be 'dead'. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported the product can¿t run, when testing before start case. The device won't turn on. Investigation found the rpm's were below specification. No adverse event was reported as a result of this malfunction.